Event description:
It was reported that episodes of non-sustained rv oversensing due to oversensing of noise were observed. Noise could not be reproduced. Review of the episodes revealed myopotentials oversensing. Suggested programming changes were made. No further issues with patient were noted.